Manufacturer narrative:
H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05feb2024: an ngage nitinol stone extractor (reference MDR # 1820334-2024-00219) was also used during the procedure and would not open after multiple attempts. None of the three devices used in the procedure were able to capture any stones. The procedure was completed with a 4th same type device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 : PMA/510(k)# = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lithotripsy procedure with stone removal, an ncircle tipless stone extractor's basket would not open on the first attempt. The basket was "flexible" and was able to be retracted and removed from the patient without further incident. Per the reporter, the user routinely tests this device prior to use, though it is not known if it was in this instance. There was no other damage noted to the device and a laser was used during the procedure. The patient's anatomy was not tortuous, calcified, or scarred. A second ncircle tipless stone extractor would not close during the procedure, captured under MDR number: 1820334-2023-01541. A third same type device was used to complete the procedure. A section of the device did not remain inside the patients body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported to cook that a total of three baskets failed to function properly during a lithotripsy procedure on (B)(6) 2023. This report addresses the basket of a ncircle tipless stone extractor. The other two baskets are reported under MDR numbers: 1820334-2023-01541 and 1820334-2024-00219. A fourth device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned to cook for evaluation. Visual exam notes the basket formation is asymmetrical and flat in appearance. The handle was able to open and close the basket. The basket sheath was also kinked, although it is possible the kinks are a result of return handling/shipping of the complaint device. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also conducted a review of the DHR for the reported lot and recorded nonconformances for 'incorrect basket alignment' in 3 devices that were scrapped prior to further processing. These nonconformances are likely related to the complaint issue. All devices are inspected for functionality and damage during manufacturing and quality control checks and the complaint devices passed those inspections. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. The database search identified one other complaint was associated with the reported device lot, which occurred during the same procedure. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause for the misshapen basket could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.